Manufacturer narrative:
There were (B)(4) similar complaints identified for star poly swaps with no indication of poly damage. Similar complaints identified do not aid in the investigation for this complaint as the lot numbers remain unknown for the similar complaints. DHR review was not conducted due to the part and lot numbers remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The poly was not returned to the (B)(6) site, so visual and dimensional inspection did not occur. Simulated use testing did not occur. Due to the limited information regarding the reason for removal, the root cause shall remain as unknown.

Event description:
Revision surgery - due to poor range of motion.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.